Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2024. Observation of low vault with rotation was reported. Per updated information the lens was adjusted, but the problem did not resolve. The reporter stated that the patient returned again with refractive surprise due to the rotation. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.